Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains in the back of eye. Device evaluation: product evaluation was not performed because the lens remains in the patient eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon implanted the suspect lens into the patient¿s eye, it had capsule tear. Then the intraocular lens (iol) floated into the back of the eye and was not able to be retrieved. Alcon anterior lens was placed on top. It was stated that the patient is being seen by a retina specialist. No further information is available.